Event description:
The following has been reported: nurse reported: pump is malfunctioning, screen is blue and it's flickering. Patient harm: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump problem, mechanical hardware failure (screen no input) was unfounded . No pump was returned. No further action is required because the reported issue, could not be confirmed or refuted. No serial number is available. No DHR review can be completed and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.